Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after placement of the powered stapler during a deep anterior rectal resection and positioning of the intestine at approximately 6 cm from the anus the device was released. The knife released and cuts the intestine. However, the staples were not released and closed. The staples were exposed open at the cut edges of the severed intestine. The intestine was opened for a long stretch.